Event description:
It was reported that customer had blood at site. Customer wanted to see if she can get more sensors. Customer's recent blood glucose was 424 mg/dl. Customer stated she was unsure what the blood glucose was at that time but it could be around 350 mg/dl. Troubleshooting was done. Customer treated with manual injection. The customer was advised that sensors would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.